Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 extension cable was acting up during a case. They explained that the device would activate sporadically, based on the location / tension off the hp2 cable. They confirmed that when the nurse supported the cable by holding it tightly to the hp2 adapter, there was not energy problems, put if she set the cable down, it would occasionally stop working. They replaced the hp2 cable with another cable and completed the case with no problems. No known procedural delay. There were no impacts to the patient.

Manufacturer narrative:
(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/17/2024. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connectors were observed to be intact. An electrical evaluation was conducted. The cable was attached to a reference adaptor and reference power supply and harvesting device with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was confirmed. A manufacturing engineer evaluation conducted. A reference hemopro 2 device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh- 3010) was moved to the on position and the toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The reference hemopro 2 device was then connected to the same hemopro power supply (c-vh-301o), the same hemopro 2 adapter, and the complaint hemopro2 extension cable (onetrack (B)(4). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. However, when the toggle was released and then pulled back again there was no audible beeping sound. The complaint hemopro 2 extension cable worked intermittently, confirming that the extension cable is not performing as intended and not able to deliver energy consistently. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation, the reported failure " "electrical /electronic property problem" was confirmed. The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a